Event description:
During 2 level fusion the surgeon crossthreaded several blockers. The construct had to be replaced. Surgery was delayed more than 30 minutes. Patient's post-op x-rays were unremarkable and no adverse consequences were reported.